Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2024-07324. It was reported that the patient experienced ineffective therapy due to two leads becoming disconnected. As a result, surgical intervention took place to explant the entire system to address the issue.